Manufacturer narrative:
This report is submitted on may 24, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved despite hardwares exchanged. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted and the patient was reimplanted with another cochlear device (specific date not reported). This report is submitted on august 27, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 15, 2021.